Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.

Event description:
The dealer states that out of the box the unit had 2 left back attaching brackets, and not one for each side.